Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part: 400.834s, lot: 31p1200, manufacturing site: (B)(4), release to warehouse date: 17 december, 2019, expiry date: 01 december, 2029. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent evacuation of intracranial hematoma under general anesthesia, removal of the skull flap to remove the clot and hemostasis was followed by the installation and fixation of the skull flap. The tip of the screw broke, which resulted in an inability to fix the skull flap. So a new screw was used to fix another position of the skull flap and complete the surgery. But the residual screw remained in the skull and could not be removed. No additional information could be provided. This report is for one (1) ti low profile neuro screw self-drilling 4mm. This is report 1 of 1 for complaint (B)(4).